Manufacturer narrative:
H6: this device was placed into commercial distribution back in march 2012, which predates the required UDI compliance date for class ii medical devices. As a result, no UDI# exists for this device and section d4, primary UDI number, shall state none. React health advised the patient that the device has been discontinued. As a result, there are no longer any options for replacement or repair. The device will not be returned to react health for an evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to 3b medical, inc. Dba react health by a patient (via email) that the black sponge inside of their devilbiss dv54 was "damaged.¿ there was patient involvement associated with the reported event; however, no patient harm or injury was reported. React health requested additional information about the "damaged" black sponge (including photos) and asked if the sponge was coming out, as well as whether the device had been disassembled. The patient responded, advising that ¿small particles used to come out but settled in a short time.¿ after the device¿s blower stopped working, he [patient] had the device ¿dismantled¿ by a local biomedical technician who observed that the black colored sponge had deteriorated. The device was then reassembled by the biomedical technician. As a result, photographs of the damaged sponge could not be provided. [Please note: the event was reported directly to react health by the patient. As a result, section e1 first and last name, as well as address 1, shall be left blank as it is protected health information (phi)].